Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for other non-malignant pain. It was reported that the stimulation had been intermittent, the patient had uncomfortable hand shaking, and sometimes it felt like the implantable neurostimulator (ins) would suddenly power up on its own, so the patient would have to decrease the stim. These issues were discovered about a year prior to the report. Impedances were checked, and a battery check was performed, but the 8840- clinician programmer displayed the message ¿measurement cannot be made at these settings¿. The rep noted that the patient came to the appointment with 360 pw/wo rate, but it was noted that the rep had already changed to 450 pw/50 rate. The patient turned the ins off after talking with the rep on the friday prior, but before this, the ins had never been turned off. At the time of the report, the amplitude was at 0v, so the rep was directed to increase the stim to where the patient could feel it at the target area (arm and hand). The rep indicated to the patient that the change in stim was likely because the rep their pulse width and rate. The rep then attempted to run an impedance check at the default values but was unable to finish because it was uncomfortable for the patient; they were "jumping/jerking" and felt shock down their hand. So, the rep decreased the voltage to 0.7v and re ran impedances. Contact 0 had an impedance issue greater than 4k ohms, so the rep programmed the ins to 1- 2+ 3- at 0.5v, 360 pw, 31 rate and patient indicated stim felt more comfortable than before. It was then indicated that this jerking in the patient¿s arm during the initial impedance measurement was what was happening with the normal use every now and then for the last year prior to the report. The battery information was re-ran since the ins had been on and running for several minutes; the status showed ok with longevity of greater than 120 months. The issue was resolved at the time of the report and it was suggested to have the patient monitor the therapy and patient programmer (pp) for low indicator light and/or ins could be checked with a clinician programmer. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.